Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. Microscopic inspection revealed a burst in the balloon material, 14mm long. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However upon inflation at a low pressure, the balloon ruptured.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However upon inflation at a low pressure, the balloon ruptured.